Event description:
Report received of an independent rate change. The pump was programmed to deliver reopro at a rate of 17ml/hr. Reportedly, the patient was up walking in the hall when the pump gave an audible alarm and displayed the message "low battery". Upon return to the patient's room the pump was plugged into ac power by the patient. Approximately one hour later, the pump sounded an audible alarm and displayed an unspecified message. At this time, the solution bag was empty and the pump was reported to be infusing at a rate of 100 ml/hr instead of the intended 17ml/hr. The doctor was notified. The patient did not experience any adverse effects. Though requested, there was no further information available.